Event description:
It was reported that the pt's left knee was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-ray were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records were reviewed for the femoral and articular surface components, indicating the devices did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.